Event description:
An electromechanical ambulatory infusion pump does not alarm when the clamping mechanism for the tubing-set is open. The malfunction was discovered during a functional verification inspection by the customer's biomed technician.